Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, an error sound was heard and error 5 was displayed in about 30 minutes. The device was reset, but the error continued. When the device was checked outside the patient, the blade was broken off. (As the blade was broken off outside the patient, no pieces were left inside the patient). It is unknown if another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.